Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2015 with the following findings: a review of the pump¿s black box data showed no loss of prime warnings. During testing, the rewind, load cartridge and prime sequence was performed successfully with no alarms or warnings. The pump was exercised for 24 hours with no loss of primes occurring. The force sensor calibration was found to be within required specification. The pump case was removed and no damage was found to the force sensor circuit. The loss of prime issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2015-correction to: date of this report: (B)(6) 2015. Describe event or problem: on (B)(6) 2015 the reporter contacted animas. Date received by manufacturer: (B)(4) 2015.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.